Manufacturer narrative:
(B)(4).

Event description:
It was reported to the manufacturer by the end user, per the end user, patient was transitioning from supine to left side. As the patient rotated, they pushed up against the upper left side rail, causing the rail to fail. The patient fell onto the floor, landing on their stomach and was taken to ICU. Complaint# and ra# were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.